Event description:
It was further reported that vascular access was obtained via the cephalic vein. The vessel was moderately tortuous. The balloon was inflated 60 seconds on first inflation, 60 seconds on second inflation, and 10 seconds on the third inflation. During the third inflation a balloon leak was noted at 12atms. The target lesion was post dilated with an unknown device. The 5.0 x 20/40 sterling otw balloon catheter was removed intact.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and tortuous superficial femoral artery (sfa). A 5.0 x 20/40 sterling otw balloon catheter was advanced to the target lesion. During the third inflation at 12atms a balloon rupture occurred. The sterling balloon catheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).